Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 46 mg/dl. The customer stated that he reservoir is twisting and quickset cap will not lack onto it. Customer was advised to mointor reservoirs, pump and blood glucose.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap-cap width dimensions and the sensor failed due to being under inspection. Using a new lab infusion set found the reservoir failed per inspection found the reservoir to tight to connect and release.